Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they charged the ins last night but received poor communication screen when they tried to connect the pp to the ins. The patient reported that they tried to connect to the ins with the insr and got a "reposition antenna" screen. The patient reported that the stimulation was working two days ago. Patient services walked the patient through antenna locate and after 5-6 attempts the patient wasn't able to start a normal charge session. A replacement antenna was requested. No patient complications have been reported because of this event.